Event description:
Additional information was received indicating that a device upgrade was performed. The cardiac monitor was explanted and an implantable cardiac device was successfully implanted. The patient was stable with no consequences.

Manufacturer narrative:
The device was received in normal working conditions with battery voltage above normal elective replacement indicator (eri). Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the beginning of tachycardia episodes were not recorded on the cardiac monitor. Technical support was contacted and episodes of noise reversion were being detected on the device. During the episodes of noise, the tachycardia episode detection was inhibited until the noise period had ending, as per device design. A device upgrade is anticipated, but no known intervention has been performed. The patient was stable and will continue to be monitored.